Event description:
Wing completely broke off from sheath on one side during PICC insertion.

Manufacturer narrative:
Will provide follow-up "device evaluation summary" when the evaluation is completed. Pending product return for evaluation. (B)(4).